Event description:
The pt was revised because of pain.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records by depuy another country did not find any mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.